Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later, and the lipids start to leak. Although requested, there is no additional patient or event information available.

Manufacturer narrative:
The customer¿s report that the filter gets clogged about an hour later was confirmed and replicated on extension set during functional testing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No kinks in the tubing were observed. No abnormalities were observed on the set during visual inspection. The root cause of the lipid filter occluding has been identified as the filter becoming occluded over time and repeated use due to the build-up of infusion particulates. The customer¿s report of the lipids start to leak was not confirmed on extension set. Although the root cause was not definitively determined, the probable identified cause of the customer observed filter vent leak was due to clog/oversaturation of the filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak.